Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. The instrument was also found to have a damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation and the internal conductor wires were exposed. The internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had an unknown issue. The procedure was completed with no reported injury.